Event description:
It was reported that the user experienced repeated alert 60 bluetooth communication alarms on the ilet despite restarting the device, and a replacement device was arranged. Symptoms included no reported injury or clinical effects. Outcomes included temporary interruption of automated insulin delivery and the user planning to contact their healthcare provider for interim therapy guidance. Investigation included device replacement logistics and plans for device return to enable further evaluation. Investigation of this case revealed a suspected device communication malfunction consistent with prior reports of bluetooth connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device communication malfunction of undetermined root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.